Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. No trends is associated with reports of this type.

Event description:
Complainant alleged that the device's display blanked out. Complainant did not indicate that there was any pt involvement in the reported malfunction.